Event description:
On 4/25/97 pt had laparoscopy with harmonic scalpel coagulation of endometriosis implants in the anterior cul-de-sac. Posterior cul-de-sac, and uterus with chromosalpingogram and ureterosacral nerve ablation. Physician noted during postoperative visit "blisters" on skin at surgical site. Testing of the device with an 8 mm 32 cm dissecting hook only got hot at the tip. If the hook was torqued it got hot at the point of stress. Excessive heat could not be produced with any other sterile disposable attachments.